Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal to the common iliac vein using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, the physician completed two passes using the cat8 and sep8. During the third pass, it was noticed that no thrombus was being aspirated out after some time; therefore, the physician decided to remove the sep8. Upon removal, it was noticed that the bulb of the sep8 was missing. Under fluoroscopy, the physician searched for the bulb of the sep8; however, the physician did not find the bulb inside the patient. It was reported that the canister was emptied out because the physician suspected that the bulb of the sep8 might have been aspirated with the thrombus after breaking off from the sep8. The procedure was completed after aspirating a few more times using the same cat8. There was no report of an adverse effect to the patient.